Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with device experiencing a premature eri trigger in (B)(6) of 2016. The device showed a battery voltage of 2.72v. No patient symptoms were noted. After clearing the eri alert, estimation longevity of 1-1.5 years to eri was noted. The patient will continue to be monitored with routine in-clinic follow-up.